Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were coming out scissored and were not occluding the structure. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.